Event description:
The user facility reported a 67-year-old male (race unknown) undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that when repositioning the impella the physician pulled the device completely out of the ventricle and into the aorta. Then the anti-contamination sheath was ripped so impella was removed. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ the failure modes will be monitored and trended.

Manufacturer narrative:
The investigation into positioning issues and product damage (sterile sleeve damage) has been completed. The root cause of the positioning issue was use related to improper technique. The root cause of the product damage sterile sleeve issue was most likely use related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05643: d6a and d6b revised from the initial submission in accordance with updated procedures. G1 reporting contact fax number missing. H6 additional medical device problem code was missing.